Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the electrograms, noise and inhibited pacing were observed. Patient would be monitored with routine follow-up.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the electrograms, noise and inhibited pacing were observed. Patient would be monitored with routine follow-up. New information on (B)(6) 2017 stated programming changes were performed. No additional alerts were received after changes were made.